Event description:
It was reported that one day post coronary artery bypass grafting, the atrial lead was found to have dislodged. The physician programmed the device to 40 ppm in vvi mode for back-up support. The patient was in his own rhythm.